Event description:
A discordant, falsely depressed vancomycin patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice. The second repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient result.

Manufacturer narrative:
A united states (us) customer reported a falsely depressed vancomycin patient result obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. An autocheck found no issues with the instrument. A further visual check of the dilution probe revealed a partial clog. Light could not be seen through the probe was fluid was able to pass through. The dilution probe was replaced. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00038 on 10feb2022. Correction (14apr2022): section b6 was updated to correct the initial test result. The correct value is <3.0 ug/ml.